Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling in the arms/hands and feet"), infrequent bowel movements ("bowel movement"), adverse event ("I still having issues after removal"), flatulence ("gas pain"), vertigo ("vertigo") and headache ("headache"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, paraesthesia, infrequent bowel movements, adverse event, flatulence, vertigo and headache outcome was unknown. The reporter considered adverse event, flatulence, headache, infrequent bowel movements, medical device removal, paraesthesia and vertigo to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media was received. Event added- gas pain, vertigo, headache. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling in the arms/hands and feet"), infrequent bowel movements ("bowel movement") and adverse event ("I still having issues after removal"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, paraesthesia, infrequent bowel movements and adverse event outcome was unknown. The reporter considered adverse event, infrequent bowel movements, medical device removal and paraesthesia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: social media received. New events added: I still having issues after removal. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling in the arms/hands and feet"), infrequent bowel movements ("bowel movement") and adverse event ("I still having issues after removal"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, paraesthesia, infrequent bowel movements and adverse event outcome was unknown. The reporter considered adverse event, infrequent bowel movements, medical device removal and paraesthesia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2010, the patient had essure inserted. Essure was removed in (B)(6) 2016. An unknown time later she experienced paraesthesia ("tingling in the arms/hands and feet"), infrequent bowel movements ("bowel movement"), adverse event ("I still having issues after removal"), flatulence ("gas pain"), vertigo ("vertigo") and headache ("headache") and underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adverse event, flatulence, headache, infrequent bowel movements, medical device removal, paraesthesia and vertigo to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: upon receiving a internal review, it was confirmed that (B)(4) are duplicates of each other. All the information from deleted duplicate (B)(4) to transferred the retention (B)(4). E2b company number added. Hence, this case should be deleted from bayer data base. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling in the arms/hands and feet") and infrequent bowel movements ("bowel movement"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, paraesthesia and infrequent bowel movements outcome was unknown. The reporter considered infrequent bowel movements, medical device removal and paraesthesia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.